Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8444902.

Event description:
It was reported following an implant procedure for new pain on (B)(6) 2023 the patient experienced increased leg pain and was hospitalized. The leg pain has resolved with time. Investigation was unable to determine which of the leads attributed to the event.